Manufacturer narrative:
There were no anomalies identified during the internal review of the device history record (DHR) of the system console. The product is not available for evaluation and will not be returned. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Patient received a pneumothorax during the superd procedure reqiring a chest tube and hospitalization for two days. The physician was able to complete case. The patient was under general anesthesia. If additional information is received a follow-up report will be submitted.